Manufacturer narrative:
Other relevant devices are: sg-64; s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The 9 heli-fx endoanchors were implanted in a patient for the treatment of a type ia endoleak in another manufacturer's stent graft system used for the endovascular treatment of a 6cm abdominal aortic aneurysm. It was reported that the procedure was an overall success. However, it was reported that the patient developed a urinary tract infection that was assessed by the investigator as probably related to the index procedure. Patient was urinating frequently and had lower back pain. The patient was treated with medication. It is noted that the patient symptoms have resolved and that the event is resolved. No further clinical sequelae were reported.